Manufacturer narrative:
The reporter's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received a discrepant result for one patient tested with accu-chek inform ii meter serial number (B)(4). At 16:17, a sample from the patient was tested using the meter, resulting in a glucose value of "hi" (>600 mg/dl). At 16:25, a sample from the patient was tested using the meter, resulting in a glucose value of 57 mg/dl. At 16:35, a sample from the patient was tested in the laboratory using an unknown method, resulting in a glucose value of 60 mg/dl.